Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes customer found a yellow fm adhering to the inside of the tube. The following information was provided by the initial reporter. The customer stated: ¿this is a report about fm in tube. According to the customer's report, a yellow fm is adhering to the inside of the tube.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd received 1 photograph from the customer in support of this complaint. An evaluation of the photo provided showed clumping of additive in the tube. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally, 100 retained samples from the bd inventory were visually inspected, and no defects were found. Although the condition is confirmed its impact on the efficiency of the tube is limited. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. See h.10.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes customer found a yellow fm adhering to the inside of the tube. The following information was provided by the initial reporter. The customer stated: ¿this is a report about fm in tube. According to the customer's report, a yellow fm is adhering to the inside of the tube.¿